Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that the entire drawer was failed. The customer was unable to recover the drawer and confirmed that after attempted a restart, the issue persists. Additionally, when tried to perform a recovery, the system displayed the error message: please contact technical support. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 controller board was not communicating properly. A field service engineer (fse) disconnected and tested the controller board, confirming other drawers were functioning as expected. The station was powered down, replaced the controller board and rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.